Manufacturer narrative:
A product investigation was performed for this device. A review of the device history records was performed. There were no unexpected variances, adjustments or comments noted in the device records. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, fibrin formation is a common cause for outflow obstruction of the dialysis effluent through the peritoneal catheter, leading to low drains during peritoneal dialysis. Fibrin deposits within the catheter may trap bacteria and lead to peritonitis. Peritonitis is a known complication of peritoneal dialysis, usually caused by a break in septic technique. There is no reported device malfunction, and the formation of fibrin is not related to the cycler. Patients reported fluid overload and low drainage is not due to the use of the device, or device malfunction. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.

Event description:
A peritoneal dialysis pt's husband called fresenius tech support stating the pt was feeling sharp abdominal pains last night and he took her to the hosp. The pt has been getting negative ultrafiltrations on the cycler. The pt's husband states they did an x-ray on the pt and found excess fluid in her.